Event description:
It was reported that stent damage occurred. The 32mm x 2.25mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 32 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Event description:
It was reported that stent damage occurred. The 32mm x 2.25mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 32 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid to distal region were lifted from the crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and the was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.